Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the pump intermittently powered on with the returned battery cap. A test cap was used for all testing. The vibration alert alarmed while the pump was powered on using the test battery cap. The alarm feature was found to function properly. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. There was no evidence of damage to the vibration motor. The complaint of intermittent vibration alarm issue was not duplicated during the investigation. There was no defect to the pump found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.